Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy o2 device. The hospital mechanical engineer (me) asked if they could continue using the device since it did not affect the operation of the device. The sales representative "asked them to replace the device with a backup device immediately". The device was replaced with another one. The sales representative arrived at the hospital and checked the device. The sales representative was not able to confirm the issue on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy o2 device. The hospital mechanical engineer (me) asked if they could continue using the device since it did not affect the operation of the device. The sales representative "asked them to replace the device with a backup device immediately". The device was replaced with another one. The sales representative arrived at the hospital and checked the device. The sales representative was not able to confirm the issue on the device. There was no harm or injury reported. The trilogy o2 device was returned and evaluated by philips service technician the device evaluation found that the allegation was not duplicated during an operational check of the device. The philips service technician observed error codes proximal pressure railed error and drift proximal pressure too high error in the device¿s event log. The philips service technician performed the oxygen (o2) flow verify tests had failed on the device. The philips service technician evaluated and determined the sensor pca board had caused the o2 flow verify tests to fail on the device. The philips service technician replaced the device's sensor printed circuit assembly (pca) board to address these two-error code and failed o2 flow verify issues. After replacing the part on the device, the philips service technician performed the repair and run-in tests, along with the battery and alarm checks. The philips service technician determined the device was operating properly and cleaned it.